Manufacturer narrative:
(B)(4). The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor who noted that the reported cause of death was worsening clinical condition following lung hemorrhage; the cause of the lung hemorrhage could not be identified. This event is not device-related but procedure related. Based on the information reviewed, the reported patient death appears to be a result of the lung hemorrhage; however, a cause for the hemorrhage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Additional information was provided. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: the patient was in a very bad general condition and a few days post procedure, the patient did not survive the bleeding and died. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect of hemorrhage and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pulmonary hemorrhage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the first clip was implanted, a pulmonary hemorrhage was observed. It was thought that the lungs were injured; however, the exact cause of the bleed could not be determined. The hemorrhage was stopped and treated with bronchoscope. No additional clips were attempted. One clip was implanted, reducing the mr to 2. No additional information was provided.